Manufacturer narrative:
Device logs were downloaded. Maquet inc. Submits this report on behalf of the device mfg facility maquet (B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The unit suddenly shutdown during a sw option installation. When the unit was started up again the message "restart ventilator" occurred. (B)(4).